Manufacturer narrative:
Follow-up # 1 ((B)(4) 2011)-device evaluation: the meter and test strips involved with this complaint have been returned and evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. However, a secondary issue was noted, the test strips the lay user returned were found to have enzyme contamination. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
510 (k) # is k073231

Event description:
There is no indication that the product caused or contributed to an adverse event. However, this complaint is being reported because inaccurate low was not resolved with troubleshooting.